Event description:
It was reported that the customer had high blood glucose level (500 mg/dl). Customer loads cold insulin into cartridge. Infusion set and site was changed, and a correction shot was given to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted. Per tandem's user guide: "insulin should be at room temperature before filling cartridge."